Manufacturer narrative:
Additional information added to b5.

Event description:
Follow up information was received clarifying that the patient's hospitalization was due to a femur fracture. During the hospitalization, approximately a week after the pegj replacement, the patient experienced an intestinal obstruction and underwent further surgery for the intestinal obstruction. It was reported that the patient's j tube was not removed.

Event description:
On (B)(6) 2024, a patient in italy underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that approximately 7 days after the replacement of the pegj tubing, the patient was hospitalized for an intestinal obstruction. The patient underwent surgery for the intestinal obstruction. After a query attempt, no further information was available on the location of the intestinal obstruction, and if the patient's j tube was removed. No allegation against the tubing was provided. However abbvie has chosen to conservatively report this event due to the approximate onset date of the intestinal obstruction following the pegj replacement.

Manufacturer narrative:
Reference record (B)(4). It is unknown if the device involved in the event remained implanted in the patient and or was removed and discarded; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062918. H6 code of 4581 was chosen to capture the event of post procedural intestinal obstruction. Intestinal obstruction is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.